Manufacturer narrative:
H.6. Investigation: 18 photos were provided. 17 of them show products that are not manufactured at this site. One photo shows a needle assembly with the plastic shield. The plastic shield has embedded degraded resin. Which is not related to the symptom reported by the customer. No sample was received. Therefore, sample analysis could not be performed, and the condition reported by the customer could not be confirmed. With no sample analysis we can¿t offer a probable root cause. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. DHR could not be performed due to unknown lot#. See h.10

Event description:
It was reported that the needle 25x1-1/2 rb ns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: 35769 5469 ndl 25gx1.5 precisionglide 303018 n/a particulate 1 we were notified about some complaints from a customer stating the following components are not meeting the specs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6) has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle 25 x 1-1/2 rb ns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: 35769, 5469, ndl 25 g x 1.5 precisionglide, 303018, n/a, particulate, 1. We were notified about some complaints from a customer stating the following components are not meeting the specs.